Event description:
The patient's voice was barely audible and stated he lost his voice during foot surgery. Other than voice being hoarse, pt had no complaints immediately post-op or the morning after surgery. Pt later complained to his surgeon of a "scratchy, hoarse voice." Manufacturer response for cookgas lma mask, cookgas (per site reporter): (B)(6) is not aware of any other issues with the lma masks. The self-inflation process of the mash should eliminate the risk of inflation and vocal cord injury. The vendor will take info provided to research any possible issues.